Event description:
During the procedure the occlusion balloon moved forward and deflated. The physician inserted the occlusion balloon in an attempt to size the vessel. The physician had difficulty passing the lesion site. The physician inflated the occlusion balloon and the occlusion balloon moved forward accidentaly and deflated. The device was removed and replaced with another to complete the case.